Event description:
Written report received from baxter of "flow stopped after unk days of pt use". The report indicates that the pt did not receive the "amount envisaged" of 5fu for the last two treatments and that after 5 days more than 100 ml remained in the infusor. Contents of device reported as 5fu 708 mg in naci 0.9% for a total fill volume of 220 ml. It was reported that other than the pt not receiving the intended dosage of medication form the infusor, there was no pt injury.